Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 64 reports, regarding 72 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the trs-robo-8, anchor tissue retrieval system was being used on (B)(6) 2025 during a robotic prostatectomy and the ¿specimen bag ripped at seam while removing specimen. When removing specimen, bag ripped at the seam. The specimen was lost in the cavity taking longer than expected to find the prostate. Patient had to be under anesthesia for 30-45 minutes longer than expected." There was no impact or injury to the patient or user. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The sales representative reported on behalf of the customer that the was being used on (B)(6) 2025 during a robotic prostatectomy and the ¿specimen bag ripped at seam while removing specimen. When removing specimen, bag ripped at the seam. The specimen was lost in the cavity taking longer than expected to find the prostate. Patient had to be under anesthesia for 30-45 minutes longer than expected." There was no impact or injury to the patient or user. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: the classification of the MDR has been updated from malfunction to injury with findings from medwatch report mw5170291. Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 64 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Do not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Update: per medwatch mw5170291 received on (B)(6) 2025 "during surgical procedure, bag from tissue retrieval system ruptured while in the patient's abdomen spilling the contents. The surgical incision was extended to visually locate the specimen and remove it from the abdomen prior to surgical closure." Codes 4559: unspecified tissue injury and 1546: material rupture were reported. The incident type has been changed from malfunction to serious injury due to medwatch findings. This report is being raised due to the reported injury of extension of the incision to locate the specimen. The sales representative reported on behalf of the customer that the trs-robo-8, anchor tissue retrieval system was being used on (B)(6) 2025 during a robotic prostatectomy and the ¿specimen bag ripped at seam while removing specimen. When removing specimen, bag ripped at the seam. The specimen was lost in the cavity taking longer than expected to find the prostate. Patient had to be under anesthesia for 30-45 minutes longer than expected." There was no impact or injury to the patient or user. The procedure was completed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.